Event description:
A malfunction alarm with code "malf 0" was reported by the customer, but there was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump and provided further instructions. After the reset, the malfunction did not occur again, allowing the customer to continue using the pump, with the understanding to report if any future issues arise.